Event description:
Cardiac catheterization revealed a total occlusion of the left anterior descending artery in a pt having an acute myocardial infarction. Following pre-dilatation with a 3.0mm ptca balloon, a 3.0mm diameter x 24mm length medtronic ave s670 over the wire stent delivery system was inserted with deployment of the stent in the proximal left anterior descending artery. Upon completion of the procedure, the artery had good blood flow. However, the pt was returned to the catheterization lab 15 minutes later after experiencing chest pain. The repeat catheterization revealed that the left anterior descending artery was re-occluded. The occluded vessel was treated with an angioplasty procedure and removal of thrombus using another MFR's device. The artery was successfully opened and the pt was then treated with a platelet 2b3a inhibitor. The pt was reported to be fine post procedure. There is no additional clinical sequelae reported relateive to the event.